Event description:
A center director reported superficial punctate keratitis (spk) and dry eyes in a patients left eye 4 days post lasik. Punctal plugs were inserted. Upon follow up, dry eye syndrome and spk was reported resolved. There are two related reports for this patient. This report addresses the patients left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications at this day. No technical root cause could be determined, system is performing within specifications. (B)(4).